Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a missing sensor wire on (B)(6) 2015. Patient stated that upon sensor removal, patient was unable to locate sensor wire. Patient reported discomfort at insertion site. No injuries or medical intervention were reported.

Manufacturer narrative:
(B)(4).